Event description:
It was reported that a balloon rupture occurred. The 100% stenosed chronic total occluded target lesion was located in the severely calcified and moderately tortuous unspecified vessel. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. On the first inflation, the balloon ruptured at unspecified pressure. The procedure was completed with a different device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).